Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received three questionable high results for creatinine plus ver.2 and bicarbonate liquid. Of the data provided, only the creatinine results for one patient sample were discrepant. The initial result was 24.0 mg/dl and was reported outside the lab. The repeat result on (B)(6) 2014 was 1.1 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The creatinine reagent lot number was 69604501 with an expiration date of (B)(6) 2014. The field service representative found the cuvette rinse nozzle #3 was plugged. He cleaned the nozzle and verified the system was performing to specifications. The customer ran controls that were acceptable.